Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's deep brain stimulation (dbs) device went off and they couldn't get it back on. No further complications are anticipated.